Event description:
It was reported that a spectrum iq pump had failed an accuracy test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'failed accuracy test' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.